Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt found fluid in the cycler once he opened the cassette door after treatment was completed. Pt could not identify the origin of the leak but stated that the inside of the cassette was foggy. Pt had no adverse effects after the incident and required no medical intervention. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed with one pinhole on film cassette located on left dome. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.